Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle (rv). Programming changes were made. On (B)(6) 2023, the patient later presented for a revision, and the ra lead was repositioned. The patient was stable throughout.